Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump button did not respond to all button presses. . The customer¿s blood glucose level was unknown at the time of the incident. Customer states that they received no delivery alarm. Customer reported that the insulin pump did not rewind or respond to resume selection. Customer reported that the displacement test passed an insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no excessive no delivery or occlusion due to unresponsive button. However, keypad flattened button dome switch (creased) was found on act and up.